Manufacturer narrative:
Product evaluation: the product was not returned. Medical safety reviewed the photos. Two photos were provided for this case. The photos both show a medium-sized optic section directly illuminating the central to mid-peripheral portion of the iol through a non-dilated pupil. Within the area of the iol that is visible there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microvacuoles. Root cause: not enough information was provided from the reporter for further investigation. A director from global quality customer affairs sent correspondence to the surgeons . Information was provided that the surgeon was happy with the product and did not want to provide any further report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, glistening was noted on lens. Additional information has been requested.